Event description:
The pt received his scs system including an ipg and leads on (B)(6) 2006. It was reported that the pt's system would not hold a charge for more than two days and the leads were giving invalid readings. The physician explanted and replaced the ipg on (B)(6) 2008. Intraoperative testing found the leads to function properly with the new ipg. The explanted ipg was returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg would communicate but failed further functional testing. It appears this unit contained a component that failed which was updated in later versions. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.